Event description:
It was reported that the bd luer-lok¿ control syringe finger ring broke when the surgeon attempted to inject with it. This occurred with 5 syringes. The following information was provided by the initial reporter: ""my nursing team has informed me that multiple control syringes have had the finger rings break when surgeons are trying to inject with them... How many occurrences of the defective syringe(s)? 5. How was the patient outcome? Fine. Are there any clinical signs, health consequences or impact? No. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 13-sep-2023. H.6. Investigation summary: two samples were provided to our quality team for investigation. A visual inspection was performed and tested for finger grip strength. Both samples were acceptable per product specifications. The reported defect was not identified in the samples received. Therefore, no corrective action is required at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ control syringe finger ring broke when the surgeon attempted to inject with it. This occurred with 5 syringes. The following information was provided by the initial reporter: ""my nursing team has informed me that multiple control syringes have had the finger rings break when surgeons are trying to inject with them... How many occurrences of the defective syringe(s)? 5. How was the patient outcome? Fine. Are there any clinical signs, health consequences or impact? No. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No".